Manufacturer narrative:
A customer contacted haemonetics on (B)(4), 2011 and alleged that a fluid spill occurred on the orthopat perioperative autotransfusion system. The customer cleaned the device and continued to use the device prior to reporting the spill to haemonetics. No patient injury was reported. No operator injury was reported. The device was returned to haemonetics on (B)(4), 2011. Upon evaluating the device fluid ingress was found. The fluid ingress resulted in damage to electronic components. It was unconfirmed whether spill bags were deployed.

Event description:
A customer contacted haemonetics on (B)(6), 2011 and alleged that a fluid spill occurred on the orthopat perioperative autotransfusion system. The customer cleaned the device and continued to use the device prior to reporting the spill to haemonetics. No patient injury was reported. No operator injury was reported.